Event description:
It was later noted that the suspected device was received by the manufacturer. However, product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
Additional information received. Product analysis was completed and reviewed. The information reveals that the generator was hit by electrocautery during surgery which caused asic latch up condition leading to premature end of life. No other relevant information has been received to date.

Event description:
It was reported that the patient is undergoing generator revision due to generator migration. It was later reported that the patient's generator was at end of life during the surgery, despite it being implanted less than a year ago. The generator was then replaced. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.